Event description:
This letter is to inform you of this adverse event as the suspect device (st jude short 8fr sheath) is not manufactured or imported by biosense webster, inc. The patient was an 83 year old male. It is reported that while advancing the st jude short 8fr sheath in the right artery, it was dissected. They placed a stent in the patients femoral artery and cancelled the case. The soundstar was in the vein and the ablation catheter was not in the body. The physician thinks that the patient anatomy contributed to the artery dissection and was not caused by the biosense products. The patient fully recovered. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).